Event description:
The patient stated they were in so much pain as they never had the device reprogrammed. The patient had been told to up the controller by 2 and since then was taking extra pain medication and was in bed all the time because they can't stand long. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)